Event description:
I got mentor saline implants in 2000. Soon after I began having thyroid issues and was diagnosed with hashimotos. For 19 years I have suffered with brain fog, hair loss, fatigue, muscle aches, vision problems, I just had one cataract removed and need or have other removed, and a slew of other health issues. I didn't know about bii until I started reading about it and realize I have all of the symptoms they describe. I am having explant on (B)(6) and can't wait to have them out. I think it's a crime that bii isn't taken more seriously by the FDA than it is. FDA safety report ID # (B)(4).